Event description:
IT WAS REPORTED THAT THE BALLOON RUPTURED. A 10MMX4.00MM WOLVERINE CORONARY CUTTING BALLOON WAS SELECTED FOR USE IN THE CORONARY ARTERY DISEASE. DURING THE PROCEDURE, IT WAS NOTED THAT THE BALLOON RUPTURED AT 12ATM. THE DEVICE WAS REMOVED SMOOTHLY, AND THE PROCEDURE WAS COMPLETED WITH ANOTHER OF THE SAME DEVICE. THERE WERE NO PATIENT COMPLICATIONS.

Manufacturer narrative:
INVESTIGATION RESULTS: DEVICE ANALYSIS FINDINGS: THE DEVICE WAS NOT RETURNED FOR ANALYSIS; THEREFORE, A TECHNICAL ANALYSIS COULD NOT BE PERFORMED. DEVICE HISTORY RECORD (DHR) REVIEW: IT WAS CONFIRMED THAT THIS DEVICE MET MANUFACTURING SPECIFICATION PRIOR TO DISTRIBUTION AND THERE NO MANUFACTURING DEVIATIONS WHICH COULD HAVE CONTRIBUTED TO THE REPORTED EVENT. LABELING REVIEW: REVIEW OF THE INSTRUCTIONS FOR USE (IFU) CONFIRMED THERE WAS RELEVANT CONTENT AND SUFFICIENT GUIDANCE WITH RESPECT TO THE CIRCUMSTANCES DESCRIBED WITHIN THIS COMPLAINT. NO UPDATES ARE REQUIRED TO THE IFU AS A RESULT OF THIS EVENT. RISK REVIEW: A RISK REVIEW WAS PERFORMED, AND IT CONFIRMED THAT THE EVENT WAS DEFINED IN THE RISK DOCUMENTATION. THIS EVENT TYPE HAS BEEN ACCOUNTED FOR DURING PRODUCT RISK ANALYSIS TO SUPPORT ACCEPTABLE RISK BENEFIT FOR THE PRODUCT. INVESTIGATION CONCLUSION: THIS INVESTIGATION IS ASSIGNED A MOST PROBABLE INVESTIGATION CONCLUSION CODE OF CAUSE NOT ESTABLISHED BASED ON THE FACT THAT NO LESION DETAILS WERE PROVIDED AND THIS DEVICE WAS NOT RETURNED FOR ANALYSIS THE REPORTED EVENT CANNOT BE CONFIRMED. ONE POSSIBILITY IS THAT INTERACTIONS BETWEEN THE DEVICE AND THE LESION ANATOMY OCCURRED WHICH RESULTED IN THE BALLOON MATERIAL RUPTURE. ADDITIONALLY, IT IS ALSO POSSIBLE THAT INTERACTIONS WITH OTHER DEVICES USED IN THE PATIENT, CONTRIBUTED TO THE REPORTED RUPTURE.

Event description:
IT WAS REPORTED THAT THE BALLOON RUPTURED. A 10MMX4.00MM WOLVERINE CORONARY CUTTING BALLOON WAS SELECTED FOR USE IN THE CORONARY ARTERY DISEASE. DURING THE PROCEDURE, IT WAS NOTED THAT THE BALLOON RUPTURED AT 12ATM. THE DEVICE WAS REMOVED SMOOTHLY, AND THE PROCEDURE WAS COMPLETED WITH ANOTHER OF THE SAME DEVICE. THERE WERE NO PATIENT COMPLICATIONS.

Event description:
It was reported that the balloon ruptured.A 10mmX4.00mm Wolverine Coronary Cutting Balloon was selected for use in the coronary artery disease. During the procedure, it was noted that the balloon ruptured at 12atm. The device was removed smoothly, and the procedure was completed with another of the same device. There were no patient complications.It was further reported that the 70% stenosed target lesion was located in the moderately tortuous and severely calcified Left Anterior Descending artery. The patient was stable post procedure.

Manufacturer narrative:
Investigation Results:Device Analysis Findings:The device was not returned for analysis; therefore, a technical analysis could not be performed. Device History Record (DHR) Review:It was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Risk Review:A Risk Review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation Conclusion:This investigation is assigned a most probable investigation conclusion code of Cause Not Established based on the fact that no lesion details were provided and this device was not returned for analysis the reported event cannot be confirmed. One possibility is that interactions between the device and the lesion anatomy occurred which resulted in the balloon material rupture. Additionally, it is also possible that interactions with other devices used in the patient, contributed to the reported rupture.